Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when the unintended stimulation/new pain, programming parameters, interference from a non-curonix device, and the patient experiencing the unintended stimulation/new pain in a new area that is not targeted for therapy have been ruled out. Additionally, severe force being applied to the implant, and implanting the device off-label have been ruled out. However, migration was confirmed via x-ray. The stimulator is used to treat pain. The cause of new pain is due to migration. However, the cause of migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported the neurostimulator was too close to the nerve which caused a new pain in their calf. X-ray were performed which confirmed device migration. An explant procedure was performed on (B)(6) 2026, and a new neurostimulator was implanted. The new neurostimulator was implanted further away from the nerve and the pocket was repositioned. On (B)(6) 2026, the transmitter assembly was programmed, paresthesia was achieved, and the patient is doing well. No further issues have been reported.